Event description:
It was reported that upon opening, the mixevac prior to a procedure, small holes or tears were discovered in the packaging. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Device not received.

Manufacturer narrative:
Upon visual inspection of the returned product, the reported condition was confirmed. The outer pouch presented a knife-like cut, while the inner pouch tyvek presented two small perforations, presumably caused by pressure against the device lid (cap). Based on returned product evaluation and sales rep input (see event description), the most probable root cause on this particular event can be related to improper product storage/handling at the distribution facility.

Event description:
It was reported that upon opening the mixevac prior to a procedure, small holes or tears were discovered in the packaging. There were no patient or user injuries, and no adverse consequences.